Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on january 24, 2020 with blood glucose level of 543mg/dl. Customer¿s blood glucose at the time of incident was 560mg/dl. The customer was treated with intravenous insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was alleging insulin pump was under delivering. Customer was sick with cold at the time of hospitalization. Customer also reported that the retainer ring was loose but the reservoir was able to lock in place. Customer was using the auto mode at the time of event. The insulin pump will be returned for analysis.